Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or recharge. The cause for the battery failure was isolated to contamination of the battery cells and pca. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery pack was unable to power on a monitor.